Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although the scope passed the water leak test, due to water ingress inside the scope connector caused water droplets to adhere to the circuit board, resulting in a short circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
E.1.: captured here due to character limitation: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.